Event description:
Procedure: resection. According to the reporter: the device did not staple properly. A leak was detected during the blue test carried out on the colon rectum anastomosis. It was necessary to redo the anastomosis by an anastomosis lower and it was necessary to create a protective ileostomy that was not previously planned. The operation was extended by 2 1/2 hour. Longer hospitalization for the patient and additional care was reported.

Manufacturer narrative:
Initial report sent to FDA on 03/12/2009.